Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. An opticross hd imaging catheter was advanced to assess the post percutaneous coronary intervention stent results. After the last run, the physician tried to pull the catheter out, but the device was dislodged from the plastic sheath and broke at the transducer part. The device was pulled to remove from the patient. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
D4 - lot number: corrected from 33053220 to 32953546. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and not returned. No other device issues were noted during investigation. An additional media was provided by the customer that also confirmed the detachment.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. An opticross hd imaging catheter was advanced to assess the post percutaneous coronary intervention stent results. After the last run, the physician tried to pull the catheter out, but the device was dislodged from the plastic sheath and broke at the transducer part. The device was pulled to remove from the patient. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. An opticross hd imaging catheter was advanced to assess the post percutaneous coronary intervention stent results. After the last run, the physician tried to pull the catheter out, but the device was dislodged from the plastic sheath and broke at the transducer part. The device was pulled to remove from the patient. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
D4 - lot number: corrected from 33053220 to 32953546.